Event description:
The customer reported after the power supply was replaced and the ventilator was vent inop due to an air valve liftoff failure. The customer reported upon evaluation of the device connections, the backup speaker connector was found to be connected incorrectly. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer reported failure was isolated to the sensor board cap at c114. Replacement of c114 corrected the failure with this unit.